Manufacturer narrative:
On (B)(6) 2017, the recipient was treated with linezolid for 3 weeks. Slight fluid retention is still present. The recipient is also experiencing pain at the implant site. An infection has been ruled out. An allergy test was completed on (B)(6) 2017. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing an infection with fluid build up at the implant site. On (B)(6) 2017, the recipient underwent a procedure to aspirate the site and was prescribed bactrim ds for 10 days. The issue was not resolved. On (B)(6) 2017, the recipient underwent another procedure to aspirate the site and was prescribed linezolid for 10 days. The recipient's issue has resolved and the recipient continues to be monitored.

Manufacturer narrative:
The recipient was reportedly cleared to resume device use with an off-the-ear option. However, the recipient developed a broken suture and seroma at the implant site. On (B)(6) 2017, the recipient underwent surgery to clean the incision site. The recipient's device was activated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly healing well from surgery. The recipient's device was reprogrammed and the recipient is using the device. The recipient remains implanted. This is the final report.